Event description:
On (B)(6) 2011, the pt reported noticing "quite a bit" of insulin in the cartridge compartment of the infusion device on (B)(6) 2011. She then turned the infusion device upside down and untwisted the adapter to remove the insulin cartridge. As she removed the cartridge the plunger became stuck to the piston rod. She stated she did not pull the cartridge from the infusion device. She also reported her blood glucose was elevated to over 200 mg/dl prior to noticing the leaking cartridge. Her normal blood glucose level is 100 mg/dl. She discontinued use of the infusion device and treated elevated blood glucose by injecting insulin. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and the infusion device and insulin cartridge were requested to be returned for eval.